Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open total colectomy procedure, while on colon/rectum, stapler fired fine. Upon removing the specimen, both the distal and proximal staple lines "fell apart". Surgeon had to repair staple line in order to ensure there was no leak. Surgical time was extended 30 minutes or more that the surgeon had to do a colonoscope to check the staple line. Another reload was attached to the powered stapling system and it worked fine.